Event description:
It was reported that an asymptomatic patient presented in-clinic showing non-sustained lead noise due to post-paced t-wave oversensing, which was stored on egm. The recommended programming changes were performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.